Event description:
It was reported that during a ptca procedure, the physician experienced removal difficulties. During removal the shaft broke and was retrieved with another wire. Pt status is listed as "okay".